Event description:
It was reported the company representative was unable to get heart rate detection with the vns generator that was intended to be used for the implant of the patient; however, the vns generator was able to be interrogated and system diagnostics were performed without issue. It was reported only asterisks were observed on all the different sensitivity settings. The vns generator was repositioned and the same event occurred at all sensitivities. A different vns generator was opened and the heart rate detection was found very easily. The patient was successfully implanted with the second vns generator. The vns generator was received on (B)(6) 2015. Product analysis is underway but has not been completed to date.

Event description:
Review of decoded data shows that on the date of implant ((B)(6) 2015) for the first m106 generator; sn (B)(4), tachycardia detection was programmed on and sensitivity levels 1-5 were tested. Interrogations were performed showing 100.8 beats per minute on every sensitivity level. A successful system diagnostic test was performed on sensitivity level 5 and showed 100.8 bpm. All output currents (normal and autostimulation) were programmed off during testing. The DHR for m106 sn (B)(4) was reviewed and showed that all tests were completed with no anomalies noted. Additional pa was approved on 12/09/2015. The generator was opened and possible contaminates were observed on the trimmed edge of the pcb. After the battery was removed, the generator was subjected to an electrical test. Results show that the generator module failed several electrical tests. The trimmed edge of the pcb was cleaned with a high grit sand paper and isopropyl alcohol to remove the possible contaminates and the generator was again subjected to an electrical test. Results show that the generator module performs according to functional specifications. After the trimmed edge of the pcb was cleaned, the generator was reassembled and a final electrical test was performed. An electrical evaluation showed that the generator performed according to functional specifications. Sense settings one through five were re-evaluated to determine to what effect the removal of the contaminates from the pcb trimmed edge would have on the generator's sensing abilities. The generator showed no sense delays after the trimmed edge of the pcb was cleaned. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay than what is expected. This delay may have been interpreted by clinicians, as a non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of undersensing may have been verified. The removal of the tab from the pcb during the manufacturing process may have been the contributing factor for the reported allegation.

Manufacturer narrative:
(B)(4). This information was inadvertently left off of the initial MFR. Report.

Event description:
Preliminary product analysis for the returned m106 generator was completed. Sensitivity settings 1 through 5 were evaluated. Various sense delay starts were observed (2.0 seconds to 18.6 seconds). Analysis of the generator is still underway and not completed to date.